Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 18717311, model/catalog description: linear 3-4 lead 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients leads were slightly protruding and the patient can feel it whenever the area will be touched.